Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for charge circuit timeout and charge circuit inactive. The alerts were programmed off. It was noted that the patient and the physician chose not to have the ICD replaced when it reached recommended replacement time (rrt) and all detections and therapies were programmed off at that time. The ICD remains implanted. No patient complications have been reported as a result of this event.